Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days of implant, the patient experienced a pericardial effusion. A pericardial window was performed, and the right ventricular (rv) lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.